Manufacturer narrative:
(B)(4).

Event description:
This lv lead threshold was high at 3.8v at 0.4ms. Patient was asymptomatic. No changes were made and the situation will continue to be monitored.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.